Manufacturer narrative:
Report source: senior specialist, quality and regulatory affairs. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set leaked at the y site. There was no adverse effect caused to the patient.

Event description:
It was reported that the tubing set leaked at the y site. There was no adverse effect caused to the patient.

Manufacturer narrative:
The customer report that the tubing set leaked at the y site was confirmed based on the separation at the engagement between the tubing and inlet of the second smartsite port. The set was inspected for kinks, holes/tears in the tubing, or damages to the components. Further inspection under magnification of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement along with the tubing not being fully inserted. Dimensional measurement confirmed the tubing to be within specification. No functional testing was deemed necessary due to the obvious separation. Further handling/tug of the rest of the set's tubing engagements observed no separation. The device history record for model 2420-0007 lot 20016832 shows the set was manufactured on 23jan2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set. The root cause of the separation was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.